Event description:
It was reported that during hip procedure in 2007, the surgeon was unable to assemble the polyethylene liner into the metal shell.

Manufacturer narrative:
Evaluation of returned device found polyethylene liner did not meet design specifications, therefore, would not seat in metal shell. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated. This report filed on may 20, 2008.

Manufacturer narrative:
Follow up report in response to FDA request for additional information. Information has been requested on corrective and preventive action initiated for the device reported in medwatch report 1825034-2008-00147. To clarify, biomet medwatch report indicated that corrective and preventive actions were initiated in response to a recent FDA audit where it was suggested that biomet reassess possible device malfunctions that may meet reporting requirements. This report filed july 22, 2009.